Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 13. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, the implant was removed upon patient¿s request. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, bleeding, hypersensitivity and inflammation. No further patient complications were reported.